Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with bilateral foraminal stenosis secondary to spondylolysis and spondylolisthesis l5 on s1 with bilateral l5 radiculopathies and underwent the following procedures: l5 gill procedure with decompression of the 5 roots. Bilateral l5-s1 microdiscectomy for the disk ruptures into the foramen. L5-s1 posterior lumbar inter body fusion with cages. Posterolateral fusion. Left iliac bone grafting. Local bone utilization. Bone morphogenic protein and fusion.pedicle screw fixation, l5 to the sacrum. As per op-notes, ¿put a half one on each side and used a 9 x 11 x 23 cages packed with bmp burritos. Got them perfectly on the ii and then began with the pedicle screws bilaterally.¿ the patient tolerated the procedure well and no complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.